Event description:
It was reported that "(B)(6) could not tighten nut - threads were cross-threaded - on patient's right side then same thing happened to (B)(6) on patient's left side. Both screws were removed & replaced with same size screw 7.5 x 40 - without incident."

Manufacturer narrative:
Investigation is underway; additional information will be submitted in a supplemental report.